Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 20.2 mmol/l (363.6 mg/dl) between 25 and 36 hours of wearing the pod. The patient reported the pod was leaking and the adhesive was wet. The patient stated the cannula had dislodged from their abdomen likely due to the leak. The patient administered insulin via a pen to stabilize the bg level. Once the bg is normalized, a new pod will be applied.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damage or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. A leak test was conducted successfully, and no leaks were observed.